Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from an unspecified location. The issue was identified during infusion with total parenteral nutrition (tpn) and fentanyl drops via an umbilical vein catheter (uvc). As a result, clear fluids would be hung. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-03722. All information can be found under manufacturer report number 1416980-2022-03722. Should additional relevant information become available, a supplemental report will be submitted..